Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; d9; g2; g3; g4; g6; h1; h2; h3; h4; h5 h3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 visual examination of the returned product/provided pictures identified the device returned shows signs of use with the threads of the screw being damaged. The top side of the threads are damaged. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was inserting the implant, metal shreds from the implant began to fall off the implant. The implant was not implanted into the patient. There was no report of a foreign body retained or harm to the patient. Multiple attempts have been made to obtain additional information. No additional information has been received at this time.